Manufacturer narrative:
Corrected: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) misclassified a ventricular fibrillation (vf) episode as supra ventricular tachycardia (svt) due to wavelet and therapy was inappropriately withheld. Additionally, it was reported that there was intermittent atrial undersensing on the right atrial (ra) lead. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that reprogramming was done to adjust the wavelet discrimination feature.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) misclassified a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt) due to wavelet and therapy was inappropriately withheld. Additionally, it was reported that there was intermittent atrial undersensing on the right atrial (ra) lead. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 lead implant date: (B)(6) 2014 ; 6935m lead implant date: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done to adjust the waveletdiscrimination feature.